Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient still has pain in right wrist and hand. Patient also has neck pain that radiates to right arm with a tingling and burning pain in right arm and hand. The patient was prescribed with medication and previous steroid injections helped.

Event description:
It was reported that the patient still has pain in right wrist and hand. Patient also has neck pain that radiates to right arm with a tingling and burning pain in right arm and hand. The patient was prescribed with medication and previous steroid injections helped. Additional information was received that all components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2138700; model: sc-2138-70; batch/ serial: (B)(6).